Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed out. The blood glucose (bg) continued to be high (553 mg/dl). The customer was disconnected from the pump and insulin injections were used for insulin therapy. Tandem technical support advised the customer to use new pump supplies when pump therapy was resumed and to discuss the event with a healthcare provider. The customer acknowledged the advice.